Event description:
The patient was implanted with a left ventricular assist device. It was reported that the patient was in hospice care for a driveline infection. Subsequently, the patient expired from sepsis. No additional information was provided.

Manufacturer narrative:
A correlation between the device and the reported event could not be conclusively determined. Infection and sepsis are listed in the instructions for use as potential adverse events that may be associated with the use of heartmate ii left ventricular assist system. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Approximate age of device: 5 years and 3 months. The device was not explanted. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed. Placeholder.